Event description:
It was reported that the right atrial (ra) lead dislodged. The physician placed the lead again in the atria and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.